Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011 patient reported he had leaking at his infusion site 2 times while using the infusion set. Patient stated the incident occurred in (B)(6) 2011. Patient reported he couldn't figure out why his shirt was getting wet. Patient stated he then noticed the infusion site was leaking. Patient reported he removed the infusion set from his body and noticed the infusion set cannula was bent. Patient stated this incident occurred one other time around the same time but has not happened since. Patient manually inserts his infusion sites. Patient discarded the alleged infusion sets. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.